Event description:
A reliant balloon was used in a pt as an accessory product after the implantation of a talent abdominal stent graft. It was reported that the reliant stent graft balloon was advanced to the proximal portion of the talent bifurcated stent graft; however, upon the initial inflation the balloon burst. The balloon was completely within the talent stent graft. The balloon was inflated with 5 cc of contrast and 15 cc of saline, with a 20 cc syringe. The device was removed from the pt in the piece and was discarded by the user facility. The physician successfully used a second reliant stent graft balloon for modeling of the stent graft. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4).eval, results: balloon burst. Other lack of info (device was discarded).